Event description:
It was reported that clinical study patient, a4012 vercise dbs dystonia registry, underwent an incision repair wherein a suture was placed.

Event description:
It was reported that clinical study patient, a4012 vercise dbs dystonia registry, underwent an incision repair wherein a suture was placed.